Manufacturer narrative:
The device, used in treatment, has been received for evaluation. The visual inspection found no defects. The functional evaluation found no fault, the device functioned as intended. We have been unable to establish a relationship between the device and the reported event. When fresh batteries were inserted, the pump functioned without issue. No system / software errors were detected. The device did spend some time in a leak state (the pump has detected a leak and so therapy is paused so that the leak can be rectified). Possible causes for the reported event: - the device entered a leak state (as described above) - the batteries needed to be exchanged. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the pump worked some hours and then it stopped completely. Procedure was completed with a s+n backup device with no delays. No patient harm was reported.